Manufacturer narrative:
It was reported that a patient's trapease ivc filter fractured. The device had been implanted for 11 years. The patient is asymptomatic. The device will not be returned for analysis as the filter is permanently implanted. Additional information was received and the filter¿s last image was about 7 years ago which showed an intact filter. The op-note does not report any misadventure or problems with either the packaging or the deployment. The last x-ray image showed that one of the lateral struts or possibly one of the struts connecting the straight piece to the tip was either fractured or separated. Awaiting computed tomography angiography (CT) to better define the defect and any possible vascular, soft tissue or solid organ involvement. Addendum (5/12/16): the physician reported that the follow up CT showed a ¿fracture on the left lateral posterior strut with minimal extrusion of the cava. No symptoms and no intervention planned.¿ the device was not returned for analysis as it remained implanted in the patient. Review of lot r0405080 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without return of the device for analysis or procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. Based on the information available for review, clinical factors contributing to the reported fracture could not be determined. Ivc filter fracture is a known potential complication of indwelling ivc filters and is noted in the instructions for use as such. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Neither the information provided nor the DHR suggests a design or manufacturing related cause for the reported fracture; therefore, no corrective action will be taken at this time. If additional information is received , the file will be updated and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a patient's trapease ivc filter fractured. The device has been implanted for 11 years. Patient is asymptomatic. The device will not be returned for analysis as the filter is permanently implanted. Additional information was received and the filter's last image was about 7 years go which showed an intact filter. The op-note does not report any misadventure or problems with either the packaging or the deployment. Last x-ray image showed that one of the lateral struts or possibly one of the struts connecting the straight piece to the tip was either fractured or separated. Awaiting computed tomography angiography (cta) to better define the defect and any possible vascular, soft tissue or solid organ involvement.